Manufacturer narrative:
(B)(4). The lot was manufactured june 12, 2014 ¿ june 13, 2014. The device was received for evaluation. Visual inspection noted that the stressmember had detached from the housing due to a separated coil cap. The reported condition was verified. The cause of the separated coil cap could not be determined. An ncr has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the stressmember of a large volume infusor detached from the housing. This was observed when the outer pack was opened. There was no patient involvement. No additional information is available.